Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that this was a vessel closure of the right groin using the pre-close technique prior to a valve repair procedure. The sutures of two proglide devices were successfully pre-placed. The procedure was completed and the preplaced sutures were used to successfully achieve hemostasis. Post procedure the patient experienced pain in the right groin, right lower quadrant and back. One-day post-procedure ((B)(6) 2019) a computed tomography scan and ultrasound showed a moderately-sized hematoma that was not treated. On (B)(6) 2019, one unit of blood was given as the patient's hemoglobin was decreasing. The patient was discharged on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records could not be conducted because the lot number was not provided. The patient effects of anemia, hematoma and pain are listed in the electronic perclose proglide instructions for use (eifu) as potential adverse events of use of the device. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.